Event description:
It was reported by service report that the timing link on the foot right siderail was broken with exposed sharp edges and was unable to ascend. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken timing link with exposed sharp edges hindered foot right siderail rising motion. The user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the devices instructions for use.